Manufacturer narrative:
Upon investigation, the reported fault was unable to be confirmed and there was no noticeable damage. The sensor was able to detect fluid and trigger the accurate protective measures when fluid level fluctuated during testing. While the sensor worked as expected during the investigation, the device was ultimately inventory disposed since it is suspected that the sensor may have gotten wet, causing the malfunction, and dried prior to return to spectrum medical.

Event description:
User reported that the level sensor was not alerting when fluid is not detected. There was no harm; however, this type of event is considered reportable.